Event description:
Tube was placed on (B)(6) 2013 as a routine tube change. The tube was reported to be leaking not holding water in the balloon, on (B)(6) 2013, the pt returned to have a new gastrostomy tube inserted.